Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following system implant, the patient had experienced phrenic nerve stimulation. A chest x-ray revealed that the atrial lead had dislodged. The physician opted no to revise the lead. The lead was disabled and the patient would be monitored.